Event description:
Patient presented to the clinic with increase in threshold and sensing. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.